Event description:
On (B)(6) 2010, pt reported the infusion device piston rod would not retract. Correct type of battery was used in infusion device, and battery setting was programmed correctly. During cartridge change procedure, piston rod would not retract and sounded like it was "struggling." Pt inserted a new battery and attempted to complete cartridge change procedure. The piston rod did retract and was then advanced completely. Pt reported the piston rod was running rough, but the piston rod was not cracked or loose. Abnormal noise was first noticed on morning of report and occurred when retracting and extending piston rod. No insulin spilled in cartridge compartment. Pt reported piston rod stuck when it was halfway down the cartridge compartment prior to placing troubleshooting call. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.